Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment of a device shutdown. Analysis noted that the display of the device was distorted, and it was replaced. It was also noted that the device would not power up, and the radiofrequency transceiver tested out-of-specification; the radiofrequency transceiver was replaced. The analyzer bay flex also tested out-of-specification, and it was replaced. The hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer suddenly turned off during a patient check; a different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.